Manufacturer narrative:
(B)(4). The customer returned one size 7.0 et tube for investigation. A visual exam was performed and it was observed that the sample was used. It was also found that there was a small hole in the inflation lumen. The sample was functionally tested for leaks. The pilot balloon and cuff were inflated using a lab inventory 20 ml syringe. Applying hand pressure, the cuff was inflated and immediately, and the pressure in the cuff dropped. The cuff was then submerged underwater and re-inflated. No leaks were detected. The pilot balloon was submerged underwater and re-inflated. A leak could be seen immediately coming from the inflation lumen near where it connects to the pilot balloon. The reported complaint was confirmed based on the investigation performed. A small hole was observed in the inflation lumen which resulted in a leak. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation during manufacturing; therefore this type of defect would have been detected during the final inspection testing. Based on the observed hole in the inflation lumen and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges balloon pilot and cuff failure of the device. The patient was intubated with another tube.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges balloon pilot and cuff failure of the device. The patient was intubated with another tube.